Event description:
It was reported via repair work order that both lock bar struts were broken. If the lock bar strut is broken the chair may not be able to support weight which could make the chair unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.